Event description:
It was reported that during a gyn procedure, the system was producing solid tones. The issue occurred on min settings but not on max. The customer tried the instrument first, but then replaced the handpiece to solve the problem.

Manufacturer narrative:
Date sent: 03/31/2009. Eval summary: the hand piece was tested on a generator and gave an error code 3. It no longer meets design specs for continuity. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Due to this condition, it may result in activation issues to occur.